Manufacturer narrative:
Device received with bleeding glass on lcd board. Device received with cracked case at display window corners and end cap. Device received with minor scratches on lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer fell down the stairs and landed on the device. Customer's blood glucose was unknown. Device casing was broken and the device stopped functioning. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.